Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that while the analyzer was pacing a patient, the programmer displayed a message "analyzer and tele[metry] loss of connection," and pacing stopped for approximately three to five seconds. The representative that was present selected "ok" and the analyzer continued pacing, but the programmer displayed an additional message "back-up analyzer battery low." The representative selected "ok" again and was able to proceed without any further issues. The caller was advised to change the battery in the analyzer and return to service if the messages continue after replacing the battery in the analyzer. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event. Further information was subsequently received that there have been no issues since.